Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the solenoid valve having physical damage the blower motor was also returned to the manufacturer for further evaluation. During the investigation at the manufacturer's quality assurance laboratory, the root cause of the blower motor failing was due to hall sensors being out of tolerance.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control module was defective. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.